Event description:
It was reported that the pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no output or telemetry during interrogation. The device was at end-of-life (eol) due to normal battery depletion.